Event description:
Revision of his rv ICD lead due to the st jude riata advisory, low impedance on interrogation, and fluoroscopy showing possible disruption of the ICD lead insulation/integrity. Diagnosis or reason for use: icm, ef of 25%, lbbb.